Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving saline via an implantable pump. The indication for use was non-malignant pain. The system was explanted because the patient no longer wanted it. There were no symptoms associated to this event.